Event description:
It was reported that the patient presented for right ventricular (rv) lead revision procedure. It was noted that the rv lead was experiencing intermittent loss of capture. The rv lead was explanted and replaced. The patient was recovering well after the procedure.